Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported during the scs trial procedure on (B)(6) 2021, the physician attempted to implant the lead but patient could not lay still for safe entry into epidural space and lead kept going anterior. As such, the trial procedure was abandoned.